Manufacturer narrative:
Evaluation summary: the protégé gps stent delivery system was received for evaluation with the distal deployment paddle separated from the manifold cap. The separation is between the manifold cap and the lock housing. The stainless steel hypotube does not exhibit signs of excessive forces being applied to it. The outer sheath appears to be pulled backed from the distal tip of the stent delivery system with the distal marker hoops of the stent exposed but not flowered. Crystalline residue was noted within the stopcock tube indicating that the device had been prepped. The stent was deployed from the stent deployment system by pinning the proximal deployment paddle and pulling the outer sheath proximal by the manifold. The stent was covered with sanguine residue. No abnormality or deformity was noted in the stent structure. The inner distal assembly including the retainer was examined: no abnormality or deformity was noted. The inner distal assembly was cut off to allow better examination of the separation faces of the lock housing and manifold cap. The inner guidewire lumen and stainless steel hypotube were removed to allow examination of the separation faces of the lock housing and manifold cap. The sonic weld is almost completely welded circumferential, on the manifold cap. The sonic weld is almost complet ely welded circumferential, on the lock housing.

Event description:
The physician was attempting to use one protégé gps stent. The device was prepped as per the IFU with no issues noted. When the physician attempted to deploy the stent, a break/fracture occurred at the handle. The break occurred outside of the patient. The undeployable stent was removed and another stent placed to complete the procedure. No patient injury reported.